Event description:
It was reported that during an unknown procedure, the clips would not hold onto the tissue. The surgeon would hold firmly and when the handle was released the clip would fall off. It is unknown what tissue or which vessel was clipped. Another device was used to complete the procedure. No adverse consequences reported. It is unknown if the device will be returned. No additional information is available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.